Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a complaint history review and manufacturing record review could not be conducted. A review of the instructions for use found pain or stiffness that persists as a risk and side effect. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a complaint history review and manufacturing record review could not be conducted. A review of the instructions for use found pain or stiffness that persists as a risk and side effect. A review of risk management files found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include procedural variances and post-operative activity. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Correction in type of investigation codes.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a rotator cuff repair was performed on (B)(6) 2018 involving a regeneten patch and 3 anchors. The patient had a post-surgery ongoing issue with catching pain down left shoulder when moving the arm over the head or across the body. Further imaging was performed on (B)(6) 2020. A revision surgery was performed and the 3 anchors were removed because they lifted approximately 1mm. The patch remained well integrated with the rotator cuff tendon despite of the anchors movement. No other complications were reported. Patient required additional rehabilitation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.